Event description:
The customer contact reported the ac power cord was charred. The device was returned to the biomedical engineering department with an unsigned note stating, "pump exploded, please call biomedical in am on (B)(4)2010." No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During a visual inspection at the user facility, it was noted that the outer insulation on the female end of the ac power cord near the strain relief was frayed and charred. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Event description:
The customer contact reported, the ac power cord was charred. The device was returned to the biomedical engineering department with an unsigned note stating, "pump exploded, please call biomedical in am on (B)(6)2010". No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During a visual inspection at the user facility, it was noted that the outer insulation on the female end of the ac power cord near the strain relief was frayed and charred. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).